Event description:
This complaint is from a literature source. The following literature cite has been reviewed: miyamoto s, iida s, suzuki c, kawarai y, nakamura j, orita s, ohtori s. Corrigendum to 'the influence of calcar collar and surface finish in the cemented femoral component on the incidence of postoperative periprosthetic femoral fracture at a minimum of five years after primary total hip arthroplasty' [injury 53 (2022) 2247-2258]. Injury. 2022 aug;53(8):2902-2903. Doi: 10.1016/j.injury.2022.06.002. Epub 2022 jun 11. Erratum for: injury. 2022 jun;53(6):2247-2258. Pmid: 35701244. Objective and methods: authors sought to understand the influence of component design and mechanical behavior of three types of cemented femoral prosthesis and its impact of periprosthetic femur fracture. A retrospective study where authors followed from a group of 1595 total patients, 1082 primary total hip arthroplasties (in 912 patients) using cemented femoral stems for a minimum of five years after surgery. It was noted that 41 patients were excluded from the group of 1082, due to death from causes unrelated to their total hip arthroplasties, as were 36 others for comorbid medical issues; 11 were for institutionalization, 117 were lost from follow-up; and the remainder excluded for construct architectures not meeting inclusion criteria. Patients were classified into three groups based on femur surface finish and the presence of a calcar collar¿collarless polished (clp), collared polished (cp), and collared non-polished (cnp). 722 patients were in the clp group, of which, 83 were depuy c-stem implants, with the remainder divided up amongst 4 competitor stems. 203 were in the cp group, a single competitor stem, 157 were in the cnp group, of which 105 were charnley elite-plus, with the remainder divided up amongst 3 competitor stems. Depuy endurance bone cement was used in 510 hips, and a competitor brand was used in 565 hips. Cemented or cementless acetabular components were both used, but the study did not provide any manufacturer information or product details with respect to these constructs. The study did not provide specific patient case information, by either case number, or by age/gender demographic. Results: the study demonstrated that the calcar collar rather than surface finish in cemented femoral components could play an important role to reduce periprosthetic fractures over 5¿12 years. On the other hand, the surface finish in cemented femoral components influenced the incidence of femoral component revision for aseptic loosening. The reasons for reoperation were: pji (13 thas), ppff (9 thas), loosening of the acetabular component (6 thas), recurrent dislocation (3 thas), loosening of the femoral component (2 thas), broken polyethylene liner (1 tha), intra-operative periprosthetic femoral fracture (1 tha) and osteolysis caused by polyethylene wear (1 tha). Complications: 5: periprosthetic femur fractures involving c-stem implants; 1: periprosthetic femur fractures involving charnley elite plus. In the clp group (all manufacturers), there were: 9: intraoperative femur fractures; 10: periprosthetic joint infections; 8: post-operative hip dislocations. In the cnp group (all manufacturers), there were: 6: post-operative hip dislocations.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.